Event description:
It was reported that a loud "pop" came from the tube head of the 9800 system. It was also noted that the system is not getting any fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Regreased the high voltage cable ends. The system was tested and found to be working as intended and placed back into service.